Event description:
It was reported that the lead migrated and the patient was no longer getting adequate relief of the left side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date manufacturer was made aware.